Event description:
The luer-lock connection (blue head) inserted (B)(6)2021 was "broken" on (B)(6)2021. The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l catheter for evaluation. Visual inspection of the catheter revealed medial luer hub was separated from its extension line. The luer hub was not returned. The separation point on the extension line appeared rough and jagged. The catheter body length measured 321 mm, which is within specifications of 310-330 mm per catheter product drawing. The inner diameter of the medial extension line within the luer hub measured 0.056", or 1.4224 mm, which is within specifications of 1.42-1.50 mm per medial extension line extrusion graphic. The outer diameter of the medial extension line measured 2.191 mm which is within specifications of 2.13-2.21 mm per medial extension line extrusion graphic. The proximal and distal extension lines were flushed per IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." No blockages were detected in the proximal line, but the distal line was found to be blocked with biological material. Once removing the biological material with a lab wire, the distal line also was able to be flushed with no issues. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining lines. No leaks were detected in the proximal or distal extension lines. A manual tug test confirmed the proximal and distal extension lines were fully secured within the luer hubs. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the medial extension line had separated adjacent to the luer hub; the luer hub was not returned. The catheter and extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Without the luer hub the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The luer-lock connection (blue head) inserted (B)(6) 2021 was "broken" on (B)(6) 2021. The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The luer-lock connection (blue head) inserted (B)(6) 2021 was "broken" on (B)(6) 2021. The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.